Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer reported issue, no image found due a defective charged coupled device unit. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus onsite support specialist was informed by the central sterile technician at the user facility that the customer high-definition autoclavable camera head ¿connects but image is black¿. The reported problem was found during inspection prior to procedure. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the faulty charge-couple device (ccd) could not be identified. Olympus will continue to monitor the field performance for this device.